Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Applicator #1: it was reported that three solero 14cm applicators were faulty. During a microwave procedure of the liver, an "error 209; coolant temp > 52 degrees c" displayed on the solero unit. The treating physician replaced the applicator with a second applicator and proceeded to treat the patient. The error 209 displayed again. The treating physician exchanged applicator #2 for a third applicator and proceeded to treat the patient. The error 209 again was displayed. The treating physician exchanged applicator #3 for a fourth applicator which functioned as intended. The procedure was completed with the fourth applicator. This event meets the criteria of a reportable adverse event as it was reported the procedure was extended for an additional hour due to this event. Patient safety risk due to extended sedation. It was reported the disposable device is available for return to the manufacturer for evaluation.